Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg, implantable cardioverter defibrillator (ICD), (B)(6) 2013. A 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred and the implantable cardiac defibrillator (ICD) system was removed. Additional information was received that the source of infection was the ICD system. The patient was reported to be septic and the organism was identified as (B)(6). No patient complications have been reported as a result of this event.